Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation ECG cable connector j703 on the distribution node pca was physically damaged, causing the belt to fail an ECG falloff test. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation of a belt for an unrelated reason, a reportable malfunction was found.